Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she has been experiencing high blood glucose levels for the past few days, and feels that the insulin pump is not delivering insulin accurately. The customer didn't feel that the bolus wizard was calculating properly either. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests, but the customer was not comfortable with the insulin pump and requested a replacement. Nothing further was reported.